Manufacturer narrative:
The investigation has concluded since the original report was filed. No introducer product was returned for evaluation. The root cause for the access site bleeding was determined to be a use related one. The medical team had reported the introducer was punctured during the single access.

Manufacturer narrative:
The investigation into the access site bleeding is on-going. No product has been returned yet for analysis. Should product and clinical details be shared, which lead to a root cause for the failure, a final report will be filed.

Event description:
An impella cp was placed to provide hemodynamic support for a patient admitted after collapsing outside the hospital and found to have multivessel coronary artery disease when taken to the cardiac catheterization lab. The team observed and access site bleed at the impella site. This prompted the team to replace the sheath and pump and infuse 2 units of blood products to the patient.